Event description:
It was reported that the warmer was leaking water. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition. Found water leaking from between main block and disposable. The root cause of the reported issue was found to be a defective o-ring which is a normal part of annual preventive maintenance. Actions were taken to mitigate the reported issue: tightened main block screws to the interlock block.